Event description:
Baxter france reports a pt complained of headache, fever, myalgia, arthralgia, uveitis, otalgia and hearing impairment one hr after initiation of therapy using a dicea 130g dialyzer. The pt was removed from the dialyzer at this time. The pt was hospitalized for eight days and treated with soludecadron, prodafalgan, and chibrocodron. Pt serum and dialysis water supply were analyzed for rickettosiosis which was found to be negative. Dialyzer storage conditions were reviewed and found to be within manufacturer's recommendations. The customer reports that other pts at center were treated during the same period with this lot number dialyzer and did not experience any ill effects. The center reports the pt has a slight hearing impairment at this time.